Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator when switching from ac to battery power, the ventilator did not alarm "battery in use." The customer reported patient involvement is unknown and no patient harm was reported.